Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is considered for revision due to patient anatomy and the position of implant implanted at the time of primary surgery. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign- japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11 reported event was confirmed by review of radiographs. Review of the available records identified the following: sizing is appropriate. No significant radiolucency although evaluation is somewhat limited. Cranially directed glenosphere causing a high riding humeral head and likely rotator cuff impingement no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to use error. The mmi report confirms a cranially directed glenosphere causing a high riding humeral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.